Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and pulled back into the superior vena cava (svc). In addition, the right ventricular (rv) lead had dislodged and experienced high thresholds and impedances. An rv lead fracture was suspected. The ra lead and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.